Event description:
While performing a crown preparation the dental handpiece heated up and caused a burn on the right inner cheek. The patient was told to use chlorhexamed, an (B)(4) mouth rinse and if necessary some analgesic tablets. She healed completely.

Manufacturer narrative:
The analysis did show that the bearings have been worn out. The history of the product shows that the last repair has been in (B)(4) 2008. The bearings are content of the normal wear and tear process, it is normal that they fail after such a long period of use. The user instruction requests hence a functional and visual test of the product prior to each treatment. This would show if it is within specification. Reported due to the 2 year presumption rule. Incident occurred in (B)(6).